Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Bottom portion of brush head popped off [device breakage]. Consumer e-mail stated the bottom portion of the brush head popped off while brushing. No serious injury was reported.